Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose while using a libre 3 plus cgm, with the lowest reading of 53 mg/dl confirmed by glucometer, and the patient treated with oral carbohydrates including juice and glucose tablets with recovery to 119 mg/dl; the specific carbohydrate amount was not recalled and the reason for the low was unknown. Symptoms included hypoglycemia and malaise with sluggishness. Outcomes included an unexpected medication-type intervention in the form of oral glucose administration and the event was considered a serious injury/illness/impairment. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device-specific findings and insufficient information regarding any device component, and the medical device problem could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.